Event description:
It was reported that the device was implanted (B)(6)2010 and three days after implant, there was a catheter migration from th10 to th11 which was confirmed by x-ray. The catheter was re-implanted on (B)(6)2010. The doctor commented that the cause was unknown, but the catheter loop occurred in the muscle membrane. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)